Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that it was taking multiple button presses in order to clear alerts on the insulin pump. The customer's blood glucose level was not 201 mg/dl. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The transmitter communicated properly with the insulin pump. No sensor alarm or unexpected high alert was noted during testing. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.